Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2016-03924; reference MFR. Report: 3006705815-2016-00317. It was reported the patient's right lead had pulled out of the header. Reprogramming was ineffective in resolving the issue. The patient was given an injection. The physician plans to re-trial or revise the system at a later date.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2016-03924, reference MFR. Report: 3006705815-2016-00317. Follow-up revealed the patient's scs system was explanted and replaced with a competitor's device on an unknown date.